Event description:
When using a 6 hole 3.5 lcp plate for a femoral osteotomy, as we were tightening that screw broke at the screw head. We kept the shaft of the screw in the bone and replaced the plate with a 7 hole lcp plate and left the screw hole with the broken shaft empty.